Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or saunas. H3 other text : device not returned